Event description:
It was reported that (6) devices were used during skin stapling. It was reported by the affiliate that the pmw35 staples are not being released. Another device was used to complete the case. There was no consequence to the patient. Only (2) of the (6) are being returned.